Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; technics optiblue 1-piece iol, model#: pcb00v that has a similar device, tecnis 1-piece iol model#: pcb00, which is distributed in the unites states under PMA p980040. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded at the customer site). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records and related documents for the production order of the device were reviewed, and no deviations, or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The account reported of inflammation (fibrin reaction) in a patient 1-day post-operation. An anterior chamber irrigation was performed at another hospital on (B)(6) 2020. The inflammation reaction persisted and the intraocular lens (iol) was removed. After that, ocular hypertension developed, and tube shunt surgery was performed. As of the reporting date, eye drops for glaucoma had been administered due to ocular hypertension after the surgery. It was noted that steroid was not prescribed, and no other medical intervention other than daily post-surgical management were required. Reportedly, the patient is recovering. No further information was provided.